Event description:
The pt had a lesion in the proximal left anterior descending branch. A 2.5x15mm fire star balloon was inflated to 11atm. After the pressure was released, the balloon would not deflated. The physician pulled the un-deflated balloon with a 6f guiding catheter. The pt had ischemia due to the balloon not deflating.

Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.